Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited system fault 41,628. There was no patient involvement and no patient harm.

Manufacturer narrative:
D9: date returned to mfg 5/6/2024. One device was received for evaluation. Visual inspection found a cracked battery compartment, scratched lens, and a worn uso seal. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The service history review had no indication that the complaint was related to a service of the device within the review period.